Event description:
The manufacturer received information alleging the device's screen was broken. There was no harm or injury reported. The ventilator was returned to the to the third-party service center for evaluation and the customer's complaint was confirmed. The device's screen needs to be replaced to address the issue.